Event description:
It was reported that the prograsp forceps instrument was noted to be overheating during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house system and it was successfully driven; the instrument passed recognition and engagement testing. The instrument moved intuitively with full range of motion. This is not an energy instrument therefore, failure analysis was not able to replicate complaint. Failure analysis investigation also found the following additional damages to the instrument: the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. Failure analysis removed the housing and found that one of the pitch cables was derailed from the clamping pulleys. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.